Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker displayed incorrect measurement information on the mode switch. No intervention was made. The patient was stable and would continue to be monitored.